Event description:
Potential for injury associated with the pump on a 9805p hydraulic lift needing to be replaced. This creates the potential that the pump is not holding the load, or is leaking , which could create the potential for a slip/fall injury.